Event description:
The customer reported that "42-year-old polytraumatized patient, victim of a road accident on (B)(6) 2024, treated for osteosynthesis of the right femur by closed-focus centromedullary nailing; during the operation, the drill bit broke. After checking with the image intensifier, the tip of the broken drill bit could be located and removed from the patient in its entirety."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the received drill bit is broken as reported. The device inspection revealed the following: the visual inspection has shown that the drill bit forefront with the cutting flutes is broken off at the crossover to the shaft. The microscopic inspection shows that the breakage surface reveals typical characteristics of a brittle fracture (relatively smoother surface at the center than at the edges). No material deformation can be observed. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by a mechanical overload during drilling, for example by an excessive contact with the nail during the preparation of a locking screw hole. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
The customer reported that "42-year-old polytraumatized patient, victim of a road accident on (B)(6) 2024, treated for osteosynthesis of the right femur by closed-focus centromedullary nailing; during the operation, the drill bit broke. After checking with the image intensifier, the tip of the broken drill bit could be located and removed from the patient in its entirety."